Event description:
It was reported that the patient's log files were sent to technical services to be reviewed for concerns of pump thrombosis. The patient was admitted on (B)(6) 2022 with elevated lactate dehydrogenase (ldh). The ldh levels have decreased during their admission. Upon log file interrogation, no unusual events related to pump thrombosis were observed. It was also noted that the patient did not observe any unusual alarms. A ramp echocardiogram was performed but there were no signs of pump dysfunction. The patient also reported tea colored urine with low haptoglobin, elevated plasma free hemoglobin, and a decline in end organ dysfunction. The patient was given intravenous fluids (ivf) and intravenous heparin. The patient's symptoms were confirmed to not be related to a pump thrombus and instead were a result of severe dehydration, abnormal liver function, and side effects from oral doxycycline.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section b5: the 18nov2021 report of sepsis is captured under manufacturer report number 2916596-2022-10651. Section h6: health effect - clinical code: multiple organ dysfunction syndrome no additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Ultimately, the patient's symptoms and lab findings were presumed to due to severe dehydration and abnormal liver function secondary to oral doxycycline side effects, and not a pump thrombosis. It was noted that the patient previously had their ventricular assist device (vad) speed adjusted on (B)(6) 2021 due to an underfilled left ventricle (lv) with the cause of the underfilled lv reported to be dehydration and sepsis.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events (hepatic dysfunction, infection, elevated lactated dehydrogenase, and patient condition) cannot be conclusively determined through this investigation. The submitted log file contained data spanning from (B)(6) 2022 at 06:15:30 to (B)(6) 2022 at 08:44:29, per the timestamp. Throughout the log file the device operated as intended above the low speed limit, and no notable alarms were captured. The patient was admitted on (B)(6) 2022 due to tea colored urine with low haptoglobin levels, elevated plasma free hemoglobin levels, and increased creatinine/total bilirubin levels, which prompted initial concerns of device thrombus and hemolysis. It was also noted that the patient¿s lactate dehydrogenase values had risen over the past month before decreasing over the week prior to their admission. The patient underwent two echocardiograms, which were unremarkable, and was administered intravenous fluids/heparin. Ultimately, the center concluded that the patient¿s symptoms/lab findings were likely due to severe dehydration and abnormal liver function as a result of side effects from their oral doxycycline regimen that had been started one week prior to admission. The patient remains ongoing on (B)(6). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists hepatic dysfunction and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Instructions regarding preventing infection are outlined in various sections of this document. Information regarding recommended anticoagulation therapy is also provided in the instructions for use. The heartmate ii left ventricular assist system patient handbook contains instructions on preventing infection. No further information was provided. The manufacturer is closing the file on this event.